Event description:
Information received from the field notes that the patient was seen for a routine office visit and magnet ECG showed pacing at 60 ppm even though the rate was programmed to 70 ppm at the last visit. Interrogation of the device revealed dashes (---) for most parameters. Later, the patient called stating that he felt dizzy and his pulse was around 50 bpm. Once again, interrogation of the device revealed dashes.